Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the air function of the evis x1 video system center was activated by mistake on the touch screen. Consequently, the team performed the unspecified endoscopic procedure with air and not with carbon dioxide only, and the patient was very ballooned. The touch screen was reportedly being very sensitive, and the mode was thought to have been changed during the examination without being noticed. The customer called olympus to change the touch screen interface and set up a noise when the key is used. Additional information is being requested for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "patient was very ballooned" occurred due the insufflation function was activated during procedure. The root cause of the phenomenon could not be identified. Additionally, a specific cause of the phenomenon "insufflation function was activated by mistake" could not be identified from the information received. Olympus will continue to monitor field performance for this device.